Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse stated the patient had been on arctic sun device for about 30 minutes and it was not warming the patient. The patient temperature was 29.3c (arrived cold), target temperature was 37c, water temperature was 22c, water flow rate was 3.2 l/m. The rewarm rate was set to maximum. They confirmed to intended select maximum for rewarm rate. They explained this would not be controlled and device will get water very warm and get patient to target temperature was quickly as possible. The system diagnostics are outlet monitor temperature (t1) was 22.8c, outlet control temperature (t2) was 24.3c, inlet temperature (t3) was 23.6c, chiller temperature (t4) was 10.1c, water flow rate was 3.2 l/m, inlet pressure was -7psi, circulation pump command was 71 percentage, mixing pump command was 0, heater was 100, water reservoir level was 5, system hours was 700.5, pump hours was 629.7. They had stop therapy, drain and empty pads. They walked through drained 16 ounces from right drain port. They restarted therapy and advised to call back in 20-30 minutes to check water temperature. They called back at water temperature was at 40c.

Event description:
It was reported that the nurse stated the patient had been on arctic sun device for about 30 minutes and it was not warming the patient. The patient temperature was 29.3c (arrived cold), target temperature was 37c, water temperature was 22c, water flow rate was 3.2 l/m. The rewarm rate was set to maximum. They confirmed to intended select maximum for rewarm rate. They explained this would not be controlled and device will get water very warm and get patient to target temperature was quickly as possible. The system diagnostics are outlet monitor temperature (t1) was 22.8c, outlet control temperature (t2) was 24.3c, inlet temperature (t3) was 23.6c, chiller temperature (t4) was 10.1c, water flow rate was 3.2 l/m, inlet pressure was -7psi, circulation pump command was 71 percentage, mixing pump command was 0, heater was 100, water reservoir level was 5, system hours was 700.5, pump hours was 629.7. They had stop therapy, drain and empty pads. They walked through drained 16 ounces from right drain port. They restarted therapy and advised to call back in 20-30 minutes to check water temperature. They called back at water temperature was at 40c.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.